Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet felt warm to the touch while it was in the user¿s pocket and, by the end of the call, the device was no longer warm, consistent with an overheating device concern involving the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an insulation problem consistent with device overheating related to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.